Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out , to provide a correction to the initial, to provide information received through follow-up, and to provide updates. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported patient infections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reviewed information on the reprocessing method provided by the user did not indicate obvious deviation from the instruction manual. Additionally, the user reported the culture test for the subject device was negative. Therefore, olympus was not able to judge the relationship between the subject device and the event from the following investigation results and a specific root cause of the reported event could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: the patient's signs and symptoms were unknown due to follow-up investigation revealed infection. It is likely that no special treatment for carbapenem-resistant enterobacterial (cre) was given, although the patient was treated with antibiotics and other drugs for postoperative care. One patient's infection was detected in ascites and another patient's infection was detected in stool. One patient has been discharged from the hospital. However, one of the patients is presently in the hospital but is in stable condition. Additionally, the user reported that the reprocessor was not cultured. However, cultures were performed on the subject device, and no bacteria was detected at the distal end or inside the subject device.

Manufacturer narrative:
The suspect device referenced in this report has been returned to olympus for evaluation. The physical device evaluation has not been completed. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water and balloon channels were flushed with water and air by using mh-948: air/water channel cleaning adaptor. The device passed the leak test. During manual cleaning, the detergent used was powerquick. The instrument / suction channel, suction cylinder, and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was endoclens neo-s with endopure detergent and disopa disinfectant. All water channels were connected with cleaning tubes when the endoscope was setting up into the aer. The expiration date of the disinfectant was controlled and met the minimum effective concentration. The water quality was controlled, and it was not known if the filter was replaced periodically in accordance with the instructions for use. The device was dried by drying process of aer and stored in a drying cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that multiple patients developed carbapenem-resistant enterobacterial infections which may have been related to the use of an evis lucera gastrointestinal videoscope. The customer initially reported that the scope was not tested for bacteria; however, the user thinks that bacteria entered the scope via a scratch on the device. The therapeutic ileus tube procedures were completed with the same device. The device is usually cleaned and disinfected with endoclens neo-s. The patients with the confirmed infections were initially reported to have had surgery on the same day, were placed in ICU beds next to each other, and were examined with the same endoscope. Olympus received further information clarifying that there were 6 patients who were suspected to be infected from the device. Patient 1 underwent an inpatient procedure using the scope on (B)(6) 2023 and (B)(6) 2023; patient 2 on (B)(6) 2023 (it was unknown if it was an inpatient or outpatient procedure); patient 3 on (B)(6) 2023 as inpatient; patient 4 on (B)(6) 2023 (it was unknown if it was an inpatient or outpatient procedure); patient 5 on (B)(6) 2023 (it was unknown if it was an inpatient or outpatient procedure); and patient 6 on (B)(6) 2023 (it was unknown if it was an inpatient or outpatient procedure). The customer also indicated that the endoscope / accessories were cultured; however, the results have not been provided at this time. The device was reportedly quarantined after the infection was confirmed. There have been no deviations/deficiencies/concerns in reprocessing. Additional information has been requested but no further information was provided at this time. This event requires 7 reports. The related patient identifiers are as follows: (B)(6) - patient 1 ((B)(6) 2023 procedure). (B)(6) - patient 2 . (B)(6) - patient 3. (B)(6) - patient 1 ((B)(6) 2023 procedure). (B)(6) - patient 4. (B)(6) - patient 5. (B)(6) - patient 6. This medwatch report is for (B)(6).